Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a driver was broken during surgery. The procedure was completed with an alternative driver. There were no reports of surgical delay or patient injury associated with this event.

Manufacturer narrative:
The returned driver was evaluated. The shaft fractured towards the proximal end near the handle connection. The cause is attributed to high forces placed on the device beyond its mechanical capabilities. A review of the manufacturing records did not identify any issues which would have contributed to this event.